Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported his insulin infusion device began beeping continuously and was displaying the "77" with 3.00 message on the display screen. The pt was instructed to disconnect from the infusion device and remove the batteries from the device. It was discovered the battery was one affected by the recall. The pt was aware of the recall. The pt was advised to only use corrected batteries. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.